Event description:
The customer reported the system failed to boot up and intermittently will not move laterally. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The table generator interface was replaced. The system was then found to be working as intended.